Event description:
It was reported that the user experienced recurrent late-night to early-morning low blood glucose while using the ilet, with a documented nadir of 54 mg/dl and self-treatment using oral carbohydrates; the user also reported announcing smaller-than-usual meal amounts due to lower glucose levels and plans to consult their endocrinologist, and additional training was scheduled. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included complaint intake, user education, and arrangement of additional training. Investigation of this case revealed no device malfunction identified and an unclear etiology for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response, to FDA form 483 observations to ensure full reporting compliance.